Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that they encountered great difficulty in delivering the stent into the shapeable microcatheter, and the shapeable microcatheter was unable to retrieve the stent, rendering both the stent and the shapeable microcatheter unusable. There were no symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was being treated for an aneurysm. The access vessel was the femoral artery with an 8mm diameter. Vessel tortuosity was normal. Additional information received reported on (B)(6), the catheter encountered resistance during the operation and no further attempts could be made. The stent was the ped2 pipeline shield. Additional information was received that resistance occurred in the proximal section. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwire or catheter.